Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator replacement procedure, the physician saw insulation damage on the right ventricular (rv) lead near the connector. The lead was capped and replaced. No patient complications have been reported as a result of this event.